Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient¿s wife found him unconscious and called emergency medical services (ems). At the emergency room (ER) a bg finger stick was 9 mg/dl and the cgm was 199 mg/dl. The physician ordered an unspecified 'sugar solution' presumed to be an IV medication to raise the patient¿s blood sugar. At the time of the report the patient had recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information was documented.